Manufacturer narrative:
The insulin pump was received stuck alarming after the battery was installed to a software error. Testing was not performed due to constant alarms. The device had cracked case at display window corners, cracked display window, and received with minor scratches on the lcd window.

Event description:
It was reported the insulin pump was converted to a loaner device. The device was returned for cleaning and testing.